Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 800 mg/dl. Troubleshooting was performed. It was discovered that the insulin pump alarmed button error six days prior to the event. At the time of the event, the battery was depleted and the display was blank. The customer did not have another battery or a backup plan to treat her diabetes. It was also reported that there was a crack on the display. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.